Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2026, the patient was implanted with the rns system. The patient experienced a hemorrhage following the initial implant (refer to MFR number 3004426659-2026-00054, comp-(B)(4). On (B)(6) 2026, npce was informed that the patient had a full rns system explant performed on (B)(6) 2026 to treat an infection. Details are pending.